Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the eval of the device at the MFR's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.